Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and material deformation. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified in d2. H10: as the lot number for the device was provided, a lot history review was performed. The sample and photos were returned to the manufacturer for inspection/evaluation. Two electronic photo was reviewed. The investigation is confirmed for material separation and material twist. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: g4 h11: h6 (device) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified. As the lot number for the device was provided, a lot history review was performed. The sample and photos were returned to the manufacturer for inspection/evaluation. The investigation is confirmed for material separation and material deformation. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and material deformation. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.